Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01540. It was reported the patient was receiving abnormal/unintended stimulation on his arm and elbow. X rays confirmed the scs leads migrated. Surgical intervention was taken and the leads were revised. Follow up identified the lead revision resolved the patient's issue.